Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.

Event description:
Related manufacturer reference number:2017865-2023-48418. It was reported that the patient presented with the pacemaker bag red and swollen. In the past two weeks, the pacemaker bag burst, and the pacemaker and pacemaker electrode were exposed. The system was explanted and replaced. The patient was in stable condition.